Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25065. It was reported that an asymptomatic patient presented remotely via merlin.net with chronic noise over-sensing episodes on the atrial and right ventricular leads causing pacing inhibition. Physician chose to address the leads during a normal generator change out. Physician found right ventricular lead with eroded insulation and exposed wires. The lead was repaired and kept in the patient. Atrial lead was found in normal condition will continue to be monitored. Patient was stable after the procedure.